Event description:
According to the reporter: after surgery, the patient was re-operated to resolve postoperative leak. The specific stapler used was not identified. No further patient details have been provided, and the device is not available for evaluation.